Event description:
While following up on a report of high impedance captured in MFR #1644487-2018-02133, it was reported by the patient's surgeon that the patient could not tolerate even low settings of the generator, so the patient's vns may be explanted, rather than replaced. It is unclear whether the tolerability issues are related to the high impedance. No relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the explanted generator and lead were discarded by the facility. No further relevant information has been received to date.

Event description:
An implant card was received that indicated that the patient's generator and lead were replaced due to the high impedance. The suspect device has not been received to date. No further relevant information has been received to date.